Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected from multiple cartridges. Blood glucose level was 342 mg/dl. Tandem technical support guided the customer through successfully loading a new cartridge onto the pump.